Event description:
The co received the report that a blood leak occurred shortly after start of dialysis. The leak was at the 2nd reuses. The total blood loss is 200cc, since the blood was not returned to the pt. The pt is well. The co received the report from the same facility about two other leaks. Refer to MDR no.: 8010002-2001-00046, 8010002-2001-00047.